Event description:
It was reported post implant of a realize adjustable band, the band and port were removed. The patient presented with complaints of port site pain and infection. It is unknown if a culture was done. The patient was not having any restriction even though the band was filled to 11cc. The recommended fill volume is 9cc. An endoscopy was done and there was no band erosion. The band and port were not replaced. It was determined that the tubing had herniated through the epidermis. There were no other patient consequences reported.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 ruptured during patient use. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The port and an unused band were returned for analysis. The complaint cannot be confirmed. Product analysis cannot confirm the report of port infection. As part of this investigation, a review of the manufacturing records was performed. It was noted that the lot sterilization records were reviewed and no issue was identified. It is also noted that port infection is considered to be a recognized adverse events. Its potential causes and consequence are outlined within the products instructions for use. A review of the complaint database was performed and it was noted that no other complaint of port infection was associated with this lot. Together with the review of the manufacturing records, it is unlikely that a manufacturing issue contributed to this issue.